Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/04/2025, it was reported that the user experienced hyperglycemia after lunch, with blood glucose (bg) rising to 396 mg/dl. Reports showed the ilet had delivered both the meal bolus and correction doses, but bg remained elevated. The user had previously completed multiple infusion set changes but declined to change the cartridge. The agent guided the user through another infusion set change, and insulin delivery resumed. At follow-up, bg was 119 mg/dl. No external assistance or medical intervention occurred.